Event description:
The lay user/pt contacted lifescan (lfs) in 2008 and alleged that her one touch ultramini meter was reading inaccurately high. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred 3 days prior to the call to lfs. She had obtained a result of 199 mg/dl on the subject meter and was comparing it to another ot ultramini meter with a result of 129, performed within 10 minutes of each other. Based on this comparison, the subject meter/strips are within lifescan's specifications. The pt also mentioned that she experienced being sweaty after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. However, it was discovered that the meter was not coded correctly to match the code on the test strip vial (use error). This complaint is being reported because the pt claimed to have experienced a symptom suggestive of hypoglycemia after the reported issue began. The subject meter is within specification when compared to another meter. However, the meter was not coded correctly (use error). Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.